Event description:
A patient underwent an isvt ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. After the medical team went transseptal, they could not introduce a catheter, guidewire, and the dilator into the vizigo sheath. The physician saw some blood back in the hemostatic valve and when they pulled back they didn't feel like they were in the center part of the lumen. When the sheath was replaced, the issue resolved. The sheath had to be cut but the replacement functioned properly. No patient consequences were reported. Obstructed sheath is not MDR-reportable. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the sheath was cut into two parts; also the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device 00002034 number, and no internal actions related to the reported complaint condition were identified. The issues reported by the customer were confirmed. The obstructed issue could be related to the dislodged hemostatic valve inside the hub. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).